Event description:
It was reported the patient was not sure why he had his pump replaced. It was reported that the physician informed the patient it was related to ¿a battery issue,¿ but the patient voiced concern the physician was withholding information. The patient indicated he was not ¿privy to the alarm sequence to why the pump had to be changed in the first place.¿ the patient stated, ¿ I don¿t know if it was because the pump was leaking. I¿m not privy to that information but, you know, I¿ve had headaches going on for some years back.¿ the patient stated, ¿I¿m a paraplegic so I don¿t really think I made a good patient as far as in this pump.¿ the patient stated, ¿there was maybe issues with the first pump that I didn¿t know about.¿ the patient reportedly found information about pump recalls and was questioning if his pump was on this recall list. The patient stated he has had mris and and cat scans in the past, and ¿not once has he told me that this pump had to be turned off.¿ he went on to say, ¿all I¿m just saying is that a lot of information wasn¿t given to me.¿ the pump was used to deliver clonidine and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).